Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changes the cartridge to resolve the occlusions. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.